Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Visual evaluation of the photo samples noted one opened used temp sensing silicone foley catheter with syringe. Verified material# 29030j14 with lot# mykr1704 and material number of catheter 119314 and lot number ngjz2896.the condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjz2896. Visual inspection noted no obvious observations. The balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using the returned syringe and the catheter rested with no leaks noted. However, asymmetric balloon was observed with balloon concentricity 100/0. Using the returned syringe, attempted to deflate balloon only 1 ml could be withdrawn. Once again using the in-house luer lock syringe, 10ml catheter balloon was deflated in 2 minutes and 35 seconds with no cuffing noted. This is out of specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, after sterile water was injected in the foley catheter, the water could not be removed. Per notification from investigator on 18mar2026, it was reported that the asymmetric balloon due to 100:0 was found during sample evaluation on 16dec2026.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, after sterile water was injected in the foley catheter, the water could not be removed.